Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg) levels (less than 40 mg/dl). Reportedly, the suspected cause was due to the customer's reaction to fast acting insulin and being active, and the customer did not feel that there was any issues with the pump. Candy, juice, soda, and sandwiches were consumed to treat the low bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.